Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Investigation summary: it was reported that the needles were clogged. No samples or photos received by our quality team for evaluation. A device history record review was completed for provided lot number 2024138. A review showed no rejected inspections or quality issues during the production that could have contributed to the reported defect. Based on the quality team¿s investigation, the root cause of the incident clogged needle can be traced to the manufacturing process. This defect could occur if there was a process variation at the lubrication station inducing the symptom reported. Verification of the lubrication process was performed. The settings were correct and the flow of product was good. Based on the investigation and with no sample analysis the symptom reported could not be confirmed.

Event description:
It was reported while using bd safetyglide¿ needle only, 25 g the needles were clogged. There was no report of patient impact. The following information was provided by the initial reporter: after attaching needle to the syringe, when they try to push out the air, they are unable to push out air or the vaccine. The syringes are prefilled and they are not able to push out the contents.